Event description:
Rv (right ventricular) lead: increasing threshold, decreasing r-waves, intermittent oversensing on stored electrograms (egm), intermittent undersensing on stored egms. Ra (right atrial) lead: suspected ra undersensing possibly terminating at/af (atrial tachycardia/atrial fibrillation) episodes prematurely. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146400.